Event description:
It was reported that during an unknown procedure, it was observed that the device could not be fired after closing on the tissue. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 06/27/2025. D4: batch #331d68. Additional information was requested, and the following was obtained: mr patel closed the stapler on the tissue but it wouldn¿t fire. Another gun was opened to complete the procedure. 12. Did the device deliver any staples? Unknown 13. If yes, were the staples formed properly? Unknown 14. If no, ask staple line issue questions 15. If yes, was the staple line complete? 16. Did the device cut? 17. If yes, was the cut line complete? 18. If yes, was there any issue with the cut line 19. Was there any difficulty opening the device jaws? They cannot remember 20. If yes, what steps were taken to open the jaws. Unknown 21. If the jaws could not be opened, how was the device removed. 22. Could you please clarify if there were any patient consequences? Unknown 23. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Unknown investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec45a device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advance, the red manual knife reverse button was activated and the knife returned to the home position as expected. One gst45w partially fired 1/10 reload was loaded on the device. The condition of the knife advanced noted on the device, should be noted that in order to fully return the knife to its home position the fourth stroke must be completed. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ec45a with lot number 395d78; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 331d68, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.